Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5145832.

Event description:
It was reported via the food and drug association (FDA) medwatch program that the patient's left ventricular (rv) lead exhibited intermittent loss of capture. The patient was asymptomatic. No changes were made. Further information was not provided.